Event description:
Mea procedure performed in 2004; uterus sounding of 9 cm. Dilation and hysteroscopy performed without incidence, good distension, and uterine cavity landmarks visible. During fundal treatment physician inadvertently advanced applicator to 10 cm. And then withdrew applicator to 9 cm. Treatment completed without complications; total treatment time of 3.68 minutes. Following mea treatment, during bilateral tubal ligation (btl) via laparoscope physician observed perforation on outside of uterus near right cornu. Physician did not know how perforation occurred. Physician and general surgeon examined bowel and surrounding tissue and established there was no evidence of thermal injury; btl was completed; no intervention or corrective surgery was required; no pt symptoms.